Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the medical personnel was unable to interrogate the implantable cardioverter defibrillator (ICD) with the remote interrogation unit even after ensuring proper placement of the wand. It was noted they would attempt one more time and then contact the field representative if still unsuccessful. It is unknown at this time if the clinic was able to successfully interrogate the ICD as the field representative from the area was not contacted. At this time evidence suggests the ICD remains in service and no adverse patient effects were reported.